Event description:
Information was received that device is leaking in multiple places. There was no patient involvement.

Manufacturer narrative:
Returned device was received in poor physical condition. During the evaluation of the device, there were multiple wear and tear on the components. The float switch, return tube, main pc, drain valve, and compressor were all replaced. Only then did the device pass functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.